Manufacturer narrative:
(B)(4).

Event description:
During a follow-up, the device was in false eri, but battery values were good. The device was explanted and replaced and the patient was stable.

Manufacturer narrative:
Analysis performed including mechanical and thermal stressing found the device to function within normal product specifications. The battery measured data was stable and within the normal ranges during the entire analysis. There was no malfunction on the functionality of the device that could have contributed to the false eri trip. The cause of the event observed in the field was not determined.